Event description:
It was reported that the device was showing force sensor error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Cracks were found on the tube holder and battery door. Force sensor test error found in pump event history log. Power up process and force sensor test was unable to duplicate the issue. The root cause of the reported issue was found to be normal wear with a combination of the sensor being out of calibration. The pump is over 10 years old. Actions were taken to mitigate the reported issue: replaced top case and battery door. UDI information is unknown.